Manufacturer narrative:
An investigation was performed to determine the cause of the reported problem. The issue was unable to be reproduced using the same software version as the customer's system and using multiple presets that would be used in a biopsy procedure. The system has returned to service with no similar issues reported.

Event description:
A customer reported their epiq 7 ultrasound system shut down during a biopsy. The system was exchanged to complete the procedure. There was no user or patient harm as a result of the issue. The customer performed a software recovery and deleted the patient databased. The service engineer performed testing of the system and the transducer which both passed. The shut down was unable to be reproduced at that time. The system and the transducer were returned to service with no similar issues reported. Philips has started an investigation, and upon completion, a follow up report will be submitted.